Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was inspected for any damage or irregularities. The renegade showed damage in the form of a stretching and a fracture located 3cm from the hub. The device was not completely separated, the inner liner was still attached. The shipping tube was hydrated, and the device was removed. The device showed no other damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the catheter was broken. The target lesion was located in the liver with less than 40% tortuousity. During procedure, a renegade hi-flo was selected for use; however, it was noted that the catheter was broken. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that the catheter was broken. The target lesion was located in the liver with less than 40% tortuousity. During procedure, a renegade hi-flo was selected for use; however, it was noted that the catheter was broken. The procedure was completed with another of same device. No patient complications were reported.